Event description:
After priming the primary tubing with normal saline, the connection area disconnected when trying to put primary tubing into the IV channel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.